Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem of no s-video output signal was the damaged yc connector and caused by wear associated with repeated use or excessive force applied to the cable connector. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A damaged yc connector on a printed circuit board (dp board) was found, resulting in no s-video output signal. The dp board was replaced to resolve the problem.

Event description:
A user facility reported to olympus that the s-video port on the back of the device was damaged. The problem, as reported to olympus, was found on preparation for use. There was no delay in the procedure reported. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.